Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain: no further information is available. Patient¿s current status? No further information is available. Status of product return / follow up: we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown cardiologic surgery on (B)(6) 2020 and suture was used. During the procedure, the suture was detached from the needle during use on the epidermis. It was not a control release needle. The operation time was extended within 30 minutes. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/14/2020 additional h6 component code: g07002 - incomplete device returned additional information: d9, h4, h6 a manufacturing record evaluation was performed for the finished device batch qabdqs, 699g55 and no non-conformances were identified. Additional h3 investigation summary: it was reported that the suture was detached from the needle. It was received for analysis an empty labeled winding former and a suture piece of product code 699g, lot qabdqs. During the visual inspection suture piece, end was observed with damaged (dent) and lineal cut that appears to be by use of a surgical instrument. The needle was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the problem the suture was detached from the needle. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.